Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was very short. The customer¿s blood glucose level was 6.7 mmol/l. The customer reported that when attached to sensor, the green light did not blink. The watertight test procedure performed and it was passed. The customer was removed the sensor and found that the electrode was very short. The sensor will not be returned for analysis.